Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted. During system check with tandem technical support, customer stated that the pump was being worn under the covers of an electric blanket set on high.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.